Event description:
It was reported that the pulse generator was interrogated and "an error in pacemaker software has occurred" message was seen. The device could be interrogated, but measured data could not be read. The device was not at elective replacement indicator (eri), so a software download was attempted. When the download was selected, the message "operation failed" was displayed. Interrogation and telemetry were not possible.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.